Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of allegation of eye irritation, nose irritation, skin irritation, kidney disease/toxicity, other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The device information has been updated in this report. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box d, g, h has been updated/ corrected.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of allegation of eye irritation, nose irritation, skin irritation, kidney disease/toxicity, other. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 0 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.